Manufacturer narrative:
This device is used for treatment, not diagnosis. The screw is broken on the position by the last pitch of the thread located by the head of the screw. Screw was not used as described in the technique guide. Use always small handle screwdriver to avoid over tightening of the screw. Further investigations regarding the manufacturing documents show conformity to the specifications. This lot of 250 pieces was manufactured in march 2011. No product fault could be detected.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: after dhp, the doctor shaved the diaphyseal region with the 7th hole of the external plate. The doctor then inserted the cortex screw into the diaphyseal region. Reportedly the cortex screw was broken at the bottom of the screw head, around the contact point between the screw head and plate hole. The doctor used the removal kit and he removed the thread of the screw. The doctor then fixated the plate and completed the operation. The patient was reported to be young with good bone quality.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history record revealed no complaint related anomalies.